Event description:
It was reported that the image was shaking uncontrollably. Allegedly, add'l anesthesia had to be administered. Additionally, it was reported that a loaner console and camera head were available.

Manufacturer narrative:
Add'l info will be provided, once investigation is completed.